Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty removing the stent delivery system (sds) from the stent implant post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. Return of the multi-link 8 sds used in the procedure may have aided in the investigation and determination of cause. In this case, it was reported the patient anatomy was moderately tortuous, which could have contributed to the reported difficulties. A conclusive cause for the reported difficulty of removing the sds post deployment could not be determined. A review of the device history record for this lot did not reveal any findings relevant to this report.

Event description:
It was reported that during the procedure, the rx multi-link 8 stent was deployed in the left anterior descending artery. After complete deflation of the delivery system balloon, it appeared that the balloon was sticking to the stent. It was necessary to apply more force than normal to the delivery catheter to remove the device. The physician stated that the device issue could have been caused by the tortuous anatomy. Though requested, additional information has not been provided.